Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak event is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. It was noted that the lack of placement of a proximal extension at the index procedure may have contributed to the reported type ia endoleak. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The off label nature of the left common iliac artery (diameter of 25.3mm should be between 10-23mm and concomitant product use of ovation in the bilateral iliacs) however this did not contribute to the 1a endoleak. The final patient status was discharged on the day of the secondary procedure home stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: result code: remove code 3233; h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a afx2 bifurcated stent graft, an ovation ix limb extension and an ovation ix limb extender to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx2 system per the IFU. Approximately 1.5 year post initial procedure, the patient was identified with a type 1a endoleak. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft, vela (afx) infrarenal stent graft and a vela (afx) suprarenal stent graft to resolve the reported type 1a endoleak. The patient was reported as stable post re-intervention. Additional information: during clinical assessment determined that there was evidence to suggest a type ib endoleak from the left common iliac artery. This 1b endoleak was identified to be leaking from the ovation ix iliac limb therefore a separate MDR (medical device report) will be submitted for this event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a afx2 bifurcated stent graft, an ovation ix limb extension and an ovation ix limb extender to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx2 system per the IFU. Approximately 1.5 year post initial procedure, the patient was identified with a type 1a endoleak. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft, vela (afx) infrarenal stent graft and a vela (afx) suprarenal stent graft to resolve the reported type 1a endoleak. The patient was reported as stable post re-intervention.